Event description:
When removing the stylet/needle assembly, the tubing separated from the inserter wings.

Manufacturer narrative:
The sample has been received and is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)